Event description:
It was reported that the insulin pump has three bent sensor canulas. The blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis evaluated 3 opened/used enlite-sensors. Performed visual inspection and found cannula bent.